Event description:
On the event date, the patient reported the down button on his insulin infusion device stopped working 10 days ago. He stated he has been using the standard menu to program his boluses. He stated his blood glucose has been elevated today. He bolused 6 units of insulin and 1 hour later his reading had increased. He changed his infusion headset and an hour after that his reading was 340 mg/dl. His normal range is 100-150 mg/dl. He stated he experienced "cramping" in his fingers. To troubleshoot, the patient was instructed to check his bolus history and he discovered he may have forgotten to confirm a bolus amount which caused it not to be delivered. He stated this may be why his reading did not decrease. The patient was assisted in programming his backup infusion device. The patient was able to successfully switch his insulin cartridge to the backup device and prime to remove the air bubble. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.